Event description:
Patient was revised due to a large pseudo tumor located in the posterior capsule area. It was also noted that the asr was at a 60 degree inclination.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The investigation is still considered closed.

Manufacturer narrative:
Update: (B)(4) 2012 - legal claim received. Date of implantation was provided - (B)(6) 010. There is no new additional information that would affect the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not returned.